Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition were detected on the right ventricular (rv) lead in pacemaker dependent patient. The rv lead was capped and replaced to resolve the event. The patient was stable.